Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported complaint of the programmer being frozen on a page. The programmer powered up and operated as expected. The programmer was reconfigured and reloaded as a preventative measure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was frozen on a page. The programmer was returned for service. There was no patient involvement.